Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator. It was reported that the device returned for preventative maintenance exchange. No patient was involved.